Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the digital visual interface (dvi) cable was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect dvi cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, no input was detected on the monitor of the navigation system. The representative reported that video could be brought up via manual manipulation of the digital visual interface (dvi) cable. There was no patient present when this issue was identified. No additional information was provided.